Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b. H.6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6 device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crease sharp on posterior assessed as fold flaw opening. Additional observations: ¿ crease fold observed. ¿ stress marks observed. ¿ wear abrasion observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.